Manufacturer narrative:
E1 to be continued: survey no. (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video processor exhibited no image. There were no reports of patient harm.

Manufacturer narrative:
Updated g2, h3, and h4. Corrected e2. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not returned, the reported malfunction could not be reproduced. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.